Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer restarted the system several times to complete the procedure. The customer reported this event to the national medical products administration (nmpa) that the c-arm and the table could not move during the procedure. Based on the information provided by the customer, the e-stop was active, and the device was back to functional use after multiple restarts. The customer did not request philips service for this event since the device is out of warranty. No further action was taken by philips. To date, no further reports of the event have been received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system movements got stuck and could not be moved anymore. When trying to move the table, it also could not be moved anymore. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.